Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they went to have an MRI of their knee last week on april 15th and when they were trying to put the device into MRI mode, a message came up that said all internal data had been lost and to contact their clinician. Patient added that their therapy wasn't working because they weren't because they usually feel vibration when it works. Patient stated they have been trying to get a call back from their doctor's office but have not received any information from them yet. Agent reviewed information and redirected patient to their healthcare provider to further address the issue. Agent provided ts phone number for patient's hcp. Patient mentioned that their hcp was dr. (B)(6).